Event description:
Patient's IV pump alarmed for a distal occlusion. After ruling out the IV tubing as the cause, the nurse tried to flush the PICC line. The line ruptured between the hub and the disc externally. The neonatal nurse practitioner was paged and came to the patient's bedside where she pulled the line. The internal segment of the PICC line appeared intact after removal. The PICC line was not saved for evaluation.